Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. Physio replaced all four battery connector pins and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed battery connector pins were not returned to the mfg facility for eval. Therefore, further investigation could not be performed.

Event description:
It was reported that the device would not recognize the installed batteries. The reported issue would prevent the device from powering on. There was no report of pt use associated with the event.